Manufacturer narrative:
The philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was performed by the customer and the procedure was completed by repeat pressing the footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to perform fluoroscopy which had impact on imaging. Review of the system log file showed that there was error in application as the generator exception occurred. Upon troubleshooting, fse checked the system and found the defective cube. To resolve this issue, fse replaced the cube in different work order. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the device was intermittently unable to perform fluoroscopy or exposure, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.